Event description:
A medtronic rep reported that the site had a legacy driver with a been tip that they recently purchased. The tip bent during the first surgical use of the instrument. There was no impact on the pt outcome reported.

Manufacturer narrative:
Device manufacture date was unk as no lot number was provided. A replacement driver has been sent to the site. No parts have been received by the MFR for eval.